Event description:
It was reported to boston scientific corp. That a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, after obtaining biopsy specimens in the small bowel, the device was moved to the esophagus. However, no tissue sample could be retrieved. After opening the forceps, the physician found that the needle was bent. The device and scope were removed. The scope was readvanced and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.